Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds) with a .014 guidewire frozen in the device. The outer shaft, mid-shaft, inner liner, proximal liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The guidewire was sticking out of the distal end approximately 30.5 cm from the tip. The guidewire was sticking out of the proximal end approximately 108 cm. The handle was separated to inspect for internal damage. It was noticed that there was a prolapse of the proximal inner most likely due to the .014 guidewire that was used in the case. The pull-rack was fractured and damaged when returned. The mid-shaft showed no damage. The inner liner showed no damage. The stent was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that approximately 1cm of the stent remained in the patient. The condition of the stent that remained in the patient was stable and fine. The eluvia was used with a .014 non-bsc guidewire.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment difficulties were encountered and the patient required surgery. The 100% stenosed target lesion was located in the mildly calcified and normally tortuous superficial femoral artery (sfa). Following pre-dilation, a 6x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced via a contralateral approach. Stent deployment was initiated using the thumbwheel. After approximately half the stent was deployed, the thumbwheel did not work anymore. An attempt to use the pull grip was also unsuccessful. The stent was elongated as a result. The patient was sent to surgery where a vascular surgeon removed the system and cut off a part of the stent as it was stretched from the distal sfa into the iliac. The patient¿s condition was reported as stable post procedure and post surgery.